Event description:
It was reported that, "right after surgery, patient felt what he describes as a "clunk" when he began walking. At this time, when standing on the leg, he is feeling discomfort, and feels like the motion is not smooth. Patient says that he has a high range of motion (maybe even more so than prior to surgery.) Patient had experienced pain and instability of the knee, and the knee has "given out" at times. Patient said that he seems to have to adjust in the way he walks to compensate. Patient said that the surgeon is showing no interest in correcting this problem, and would prefer to have another surgeon to follow up. Patient would like a second opinion."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.